Manufacturer narrative:
Sample collection and centrifugation data was not supplied. Qc data was not supplied. A field service engineer (fse) was on-site (B)(6) 2009: fse found the wash wheel/spinners exerciser "ok". Fse implemented bulk feeder alignment and ordered part for lower ejector because it was "something rigid and jerky." No other service information is available. Bci representative believes that the service visit was unrelated to this event. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci), regarding an erroneously elevated accutni result generated by the unicel dxi 800 access immunoassay system. Customer tested a pt sample for accutni and obtained a result of 36.71 ng/ml. The erroneous result was reported outside of the laboratory. Pt was admitted to the iccu for observation only. No cardiac problems were found. The sample was rerun 5 hours later upon which, it gave a result of 0.03ng/ml.